Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because pc allegedly appears on the meter display. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter was found to have pcb contamination.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
No product is expected to be returned.